Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer holding a charge, and it had to be charged for an extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned, as it was kept by the medical facility.